Manufacturer narrative:
The t:slim user guide states that if you begin to change a cartridge, but do not complete the process within 3 minutes, the change cartridge alert occurs. You are prompted to complete the cartridge change process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated the pump was beeping and was unsure why. During troubleshooting with tandem technical support, it was identified that a change cartridge alert was received in the pump logs. Cts instructed about the meaning of the change cartridge alert. The customer's blood glucose (bg) level was 423 mg/dl and the customer indicated would deliver a bolus to address bg level.